Event description:
It was reported that a flogard infusion pump malfunctioned with air in line. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of air in line was confirmed by the sample evaluation. The cause of the reported problem was identified to be that the air sensors were out of calibration. To resolve the reported problem, the air sensors were recalibrated. If any additional relevant information becomes available, a followup report will be submitted.